Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2069599, medical device expiration date: 28-feb-2027, device manufacture date: 10-mar-2022. Medical device lot #: 9001893, medical device expiration date: 31-dec-2023, device manufacture date: 01-jan-2019.

Event description:
It was reported that 2 bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: I do not have any additional information except that the item will not allow meds to flow through.

Manufacturer narrative:
H6: investigation summary: twenty-five samples from lot number 2069599 and twenty-six samples from 9001893 were provided to our quality team for investigation. The reported issue was not confirmed upon visual inspection and functional testing of the samples. A device history record review was completed for provided lot numbers 2069599 and 9001893. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 2 bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: I do not have any additional information except that the item will not allow meds to flow through.